Event description:
The customer observed inconsistent architect ca19-9xr generated from an architect i2000sr and provided data for 1 patient. (Customer normal range: 0-37 u/ml). On (B)(6) 2023 sample ID: (B)(6) initial result was 45. On (B)(6) 2023 the sample was repeated and generated the following results 34, 50, and 38. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier - complete sample ID is (B)(6). E1 phone - complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr serial number (B)(6) due to false elevated architect ca19-9xr result observed by the customer. The fsr performed troubleshooting including a wash zone pressure check and determined the valve, manifold kit required replacement, which resolved the issue. No additional erratic results have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed 1 additional complaint that was opened for imprecise ca19-9 results on or around the date of this complaint. This additional complaint is currently under evaluation. A review of tracking and trending did not identify any trends for the valve, manifold kit. No trends were identified for erratic result with the architect i2000sr. The product monitoring review scorecard was reviewed and found no similar issues for the architect system, the valve, manifold kit, or the complaint issue. A review of the manufacturing documentation did not identify any non-conformances or potential nonconformances related to the valve, manifold kit. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect i2000sr serial number (B)(6) or the valve, manifold kit was identified.

Event description:
The customer observed inconsistent architect ca19-9xr generated from an architect i2000sr and provided data for 1 patient. (Customer normal range: 0-37 u/ml) on (B)(6) 2023 sample ID: (B)(6) initial result was 45. On (B)(6) 2023 the sample was repeated and generated the following results 34, 50, and 38. There was no reported impact to patient management.